Event description:
It was reported that the results of the implantable monitor were difficult to correlate with symptoms due to possible "noise" on strips. It was also reported that the device was possibly oversensing or undersensing. Device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned for analysis and no anomalies were found.